Event description:
Event description guidant received information that during interrogation, this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited noise on the pace/sense channel that inhibited pacing in this pacemaker dependent patient. The pacing impedance was 2611 ohms and it was 1293 ohms at implant. The left ventricular pacing impedance is normal. The atrial port is plugged. ,